Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The customer was unable to provide any further information or troubleshoot for the issue. The insulin pump was not replaced or returned for analysis.